Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two inappropriate ventricular episodes due to oversensed noise. Technical services (ts) discussed that the noise appears to be electromagnetic interference (emi). This crt-d remains in service. No adverse patient effects were reported.